Event description:
A non-health care professional reported during the intraocular lens implantation the lens was reported to be faulty. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in the company cartridges. The use of non-qualified products may result in lens delivery issues and/or product damage. The manufacturer internal reference number is: (B)(4).